Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became entangled in the patient¿s anatomy. A blazer¿ dx ablation catheter was selected for use in an atrial fibrillation ablation procedure. The catheter was introduced into the femoral vein and was being pushed up into the heart when it prolapsed on itself and then became entangled in the tricuspid valve. The physician worked to untangle the catheter from the tissue and the steering mechanism stopped working. The physician introduced a snare to dislodge the catheter from the tricuspid valve. The catheter was removed and another manufacturer¿s catheter was selected to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device did not reveal any defects. The steering knob and tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Both right and left curves failed dimensional testing. The shaft was measured in three sections and was within specification. X-ray revealed multiple collapsed guide coils near the distal end of the device, which hindered movement of the steering wires to achieve the proper bend at the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion for the guide coil collapse is design specification as the device problem was traced back to the design specifications. Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. (B)(4).

Event description:
It was reported the catheter became entangled in the patient¿s anatomy. A blazer¿ dx ablation catheter was selected for use in an atrial fibrillation ablation procedure. The catheter was introduced into the femoral vein and was being pushed up into the heart when it prolapsed on itself and then became entangled in the tricuspid valve. The physician worked to untangle the catheter from the tissue and the steering mechanism stopped working. The physician introduced a snare to dislodge the catheter from the tricuspid valve. The catheter was removed and another manufacturer¿s catheter was selected to complete the procedure. There were no patient complications.